Event description:
Boston scientific received information that the patient implanted with this product developed an infection at the device site. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding the infection however none was provided at this time. Should additional information become available this report will be updated.